Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) such as the pictures, and similar past cases, there was the possibility that this event was attributed to the physical stress, the chemical stress, the poor condition of the storage cabinet such as environment exposed to the direct sunlight, high temperature, high humidity, or x-rays and/or ultraviolet-rays, or the aging deterioration due to the long-term use, and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.